Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately to heavily calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an iliac stenting procedure. Reportedly, the starclose se was stuck in the patient. The safety release mechanism was used but the device was still stuck in the patient. The patient was put under general anesthesia and the starclose se device was removed. Hemostasis was achieved surgically. Hospitalization was extended one day. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Was initially reported that the device would be returned for evaluation. Subsequent information indicates the device was discarded at the user facility. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to use error/anatomical conditions at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.